Event description:
During the preparation outside the patient, it was reported that the guidewire was perforated from the distal part of the subject catheter. Then when the contrast was injected, it was leaked from the perforated location. Therefore, the subject device was changed and the procedure was completed successfully. The patient was not involved.

Event description:
During the preparation outside the patient, it was reported that the guidewire was perforated from the distal part of the subject catheter. Then when the contrast was injected, it was leaked from the perforated location. Therefore, the subject device was changed and the procedure was completed successfully. The patient was not involved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that balloon was found to be burst/ruptured, the distal tip of the catheter was found broken/fractured. Functional testing was performed. Patency test was performed, and no issues were noted. The returned guide wire was introduced into the transform catheter hub. The guide wire was advanced through in order to seal the tip of the balloon catheter. The balloon could not be inflated as it was leaking due to being ruptured. The catheter shaft was also leaking from the broken distal end. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the gw perforated the distal tip of the catheter. The balloon ruptured possibly due to over inflation thus leading to the reported event. Therefore, an assignable cause of handling damage has been assigned to this investigation.